Event description:
The physician used a dash extraction balloon during an ercp procedure in the common bile duct. The balloon could not be deflated while in the papilla. The balloon was cut off and a wire guide was introduced in an attempt to deflate the balloon and was unsuccessful. A papillotome was introduced in an attempt to deflate the balloon and was unsuccessful. While in the duodenum, the physician was eventually able to rupture the balloon by forcing it out. Post procedure the pt's condition was reported as good.